Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with blood glucose reaching 322 mg/dl and later 344 mg/dl, during a site change and subsequent tubing and cartridge replacement; insulin delivery was verified by observing drops during fill, a new infusion site was placed, and the cannula from the prior site appeared straight. Symptoms included elevated blood glucose. Outcomes included self-management with continued monitoring and subsequent improvement with glucose trending down. Investigation included guided troubleshooting, site and tubing fill verification, infusion set replacement, and user education on site changes and ketone assessment. Investigation of this case revealed no device malfunction observed during troubleshooting, with insulin flow confirmed through the tubing, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.